Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. (B)(4).

Event description:
A nurse reported a posterior capsule tear occurred during a laser assisted cataract surgery. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.

Manufacturer narrative:
Continued attempts were made to try and obtain additional information related to this event; however, no customer response was received. A field service engineer (fse) visited the site and found no issues, the system was found to meet specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Continued attempts were made to try and obtain additional information related to this event; however, no customer response was received.